Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera was intermittently cycling in navigation. The camera button had a red x and the system cycled/beeped, then returned to navigation. The surgeon opted to continue using the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Return of suspect camera is not expected. Medtronic representative, following-up at the site, reported that while trouble-shooting, the entire camera cable was pulled out of the arm for inspection. There were no cuts or wears that would lead to wires inside being broken. Subsequent case has been performed using this system, with no camera issues. Functioning properly.